Event description:
This unsolicited non-valid case from united states was received on 13-dec-2017 from physician. This case concerns unspecified number of patients with unknown demographics who received treatment with synvisc one and later after unknown latency had increase in pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency the patients had increase in pain over the course of about three weeks following the injections. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced increased pain. A temporal relationship cannot be established due to lack of information regarding event onset date and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.